Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered a severe head trauma a month prior and the hearing performance with the device has decreased since. Re-implantation is considered but has not been scheduled yet.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user suffered a severe head trauma a month prior and there was a sudden drop in hearing performance with the device. Re-implantation is considered but has not been scheduled yet.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user had a severe head trauma a month prior ((B)(6) 2022) and there was a sudden drop in hearing performance with the device afterwards. The user was re-implanted on (B)(6) 2023.